Event description:
It was reported that the patient was passing out a lot. The device reported episodes of asystole and oversensing on fast ventricular tachycardia (fvt) episodes. It was noted by reported that patient did not record when they were feeling symptoms so reporter was unable to correlate recorded episodes with reported symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed sensing related observations. The lifetime asystole episode counter were at 52.